Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal process correctly. Tandem technical support educated the customer on proper load techniques. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 202-233 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.